Event description:
The customer reported that at the start up, the customer could not zero out the iabp. The patient was switched to another iabp and therapy could be initiated. No patient injury was reported.

Manufacturer narrative:
The customer said that there was a possible spill on board. The company representative replaced the front end broad (part number: 0670-00-0668e). The iabp was tested to factory specification. It functioned normally and was returned to the customer. Service on the device was performed by the customer. (B)(4).